Event description:
A hospital reported via our distributor that the water feedset tube of an mr290 vented autofeed humidification chamber was "broken". This was reported prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint chamber was returned to the manufacturer and visually inspected. Results: the visual inspection revealed a break on the water feedset tube at the connection to the chamber. The surface of the break was rough. A lot check revealed two other similar complaints for this lot number. Conclusion: the break of the water feedset tube was rough suggesting that the damage may have occurred as a result of the tube being pulled away from the chamber, possibly due to the feedset tube being caught or under tension. Every mr290 chamber undergoes pressure testing for potential leaks and those that fail are rejected. It is an automated process and the complaint chamber would have meet the required specification at the time of production. This suggests that the water feedset was damaged post-production. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms"; "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". (B)(4).